Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap esophageal cancer surgery, the device did not fire. The device replaced to complete the case. There was no patient injury.